Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The clip remains implanted. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip migration and increased mitral regurgitation. It was reported that a mitraclip was implanted on an unspecified date. On (B)(6) 2022, the patient presented with shortness of breath. Echocardiogram was performed and noted that the clip may have migrated on the leaflet. Additionally, progression of disease was noted. Mitral regurgitation (mr) worsened and mr increased to grade 4. On (B)(6) 2022, a second procedure was performed. One clip was implanted reducing mr to 3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review and lot specific similar complaint review were not performed as this clip was implanted at a different hospital, and no device/lot information could be obtained. The reported patient effects of mitral regurgitation (mr) and dyspnea are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported partial clip movement could not be determined. The reported mr and dyspnea appear to be cascading events of the partial clip movement. The reported hospitalization and additional mitral valve procedure were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.